Event description:
It was reported that this product was sent in for maintenance but needed repair for motor error and corroded e-ring. There was no alleged event or malfunction reported for this device when it was sent in for maintenance. Due diligence is complete and no additional information is available. During device evaluation it was discovered that the motor speed was out of specification on the low end. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: belgium. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the motor speed was low and the e-ring was corroded. The motor and e-ring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.